Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the likely cause is due to a faulty g1 board, however, the cause of the faulty g1 board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high definition lcd monitor, had powered down during an unknown procedure. There were no reports of patient harm associated with this event. Related to patient identifier (B)(6).

Manufacturer narrative:
The customer¿s biomedical engineer (biomed) reported to olympus technical assistance center (tac) via the phone, the monitor had powered off on its own approximately three weeks ago (patient identifier (B)(6)). The user had reported to the biomed, there was a complete black out of the monitor (complete loss of power with no backlight). The user had been able to resolve the issue at the time by pressing the power switch on the front of the unit. The user reported to the biomed, the issue had reoccurred at a later time (patient identifier (B)(6)). The biomed attempted to recreate the issue after the user had reported the subject device had powered down again but was unable to do so. For the second occurrence, the user had difficulty turning the device back on. According to the biomed, instead of electrosurgical generator being used, the user facility uses alternating current (ac) power from an outlet. The outlet being utilized by the subject device is also utilized by a cart and the cart is not experiencing any power loss. There were no reported issues with the cable. Tac instructed the biomed to check the power save options in the monitor settings, which were all turned off. Tac advised the biomed to the send in the device for evaluation. The user facility sent in the device for evaluation and the customer¿s allegation was confirmed and determined to be caused by a faulty board. During the burn-in test using the test board, the issue was not replicated. In addition, there were black shadow lines burnt into the image. The liquid crystal display (lcd) panel had over 61,000 hours of use. The rear panel had burn stains in the top left corner, which had been caused by the heat generated from the board. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Manufacturer narrative:
This supplemental report is submitted to provide information from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is obtained.

Event description:
Additional information was obtained from the customer. The procedure was completed with a similar device. There was no delay in the procedure.